Event description:
During the initial implant, intermittent capture and failure to sense were observed on the right ventricular (rv) lead. A new rv lead was selected and successfully implanted. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.